Event description:
Event description guidant/cpi received information that the patient with this endotak transvenous lead was experiencing inappropriate therapy. On a chest x-ray the proximal coil appears to be fractured. The lead was explanted and a new lead was implanted.